Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, and leak tested. During visual inspection it was identified that the pump was contaminated with body fluid and that the kink resistant tubing (krt) was worn down to the filament. The pump was not functionally tested due to the contamination. No leaks were identified in the pump. The cylinders were visually inspected, and leak tested. Visual examination noted that both cylinders had wear at a fold in the middle of their bodies and damage in the surface of the outer tubes. In addition, both cylinders presented a hole in the krt due to a sharp instrument damage. The krt of both cylinders was worn against the outer tube. Visual inspection of cylinder 2 revealed a hole in the input tube junction caused by a sharp instrument. Cylinder 1 failed leak test. No leaks were identified in cylinder 2. The reported patient symptom of infection is known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection in the scrotum with this inflatable penile prosthesis (ipp) after the implant surgery. Post operative the patient was treated with antibiotics and two weeks later a replacement surgery was performed. The existing device was removed and replaced with a new ipp with no further patient complications. Upon explant, no device issues were identified.

Event description:
It was reported that the patient experienced infection in the scrotum with this inflatable penile prosthesis (ipp) after the implant surgery. Post operative the patient was treated with antibiotics and two weeks later a replacement surgery was performed. The existing device was removed and replaced with a new ipp with no further patient complications. Upon explant, no device issues were identified.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.